Event description:
The initial reporter received questionable low hdlc4 hdl-cholesterol plus 4th generation, ldl, cholesterol (chol), bun, albumin (alb), total bilirubin (bilt), and total protein (tp) results for approximately 50 patient samples with a cobas pro c 503 analytical unit. The following are examples of discrepant results for 5 patient samples: note: the units of measure were not provided. Sample ID (B)(6): tested on (B)(6) 2021: the initial chol result was (B)(6). The repeated result was (B)(6) with a data flag. The initial ldl result was (B)(6). The repeated result was (B)(6) with a data flag. The initial trigl result was (B)(6). The repeated result was (B)(6) with a data flag. Sample ID (B)(6): tested on (B)(6) 2021: the initial hdlc4 result was (B)(6). The repeated result was (B)(6) with a data flag. Sample ID (B)(6): tested on (B)(6) 2021: the initial alb result was (B)(6) with a data flag. The repeated result was (B)(6) with a data flag. The second repeated result was (B)(6) with a data flag. The initial bilt result was (B)(6). The repeated result was (B)(6) with a data flag. Sample ID (B)(6): tested on (B)(6) 2022: the initial bun result was (B)(6) with a data flag. The repeated result was (B)(6) with a data flag. Sample ID (B)(6): tested on (B)(6) 2022: the initial tp result was (B)(6). The repeated result was (B)(6) with a data flag. The questionable results were not reported outside of the laboratory. The reagent lot numbers and expiration dates were requested but not provided.

Manufacturer narrative:
The field service engineer replaced various parts and performed various checks. The investigation is ongoing.

Manufacturer narrative:
The customer has had no further issues. The investigation determined the issue was solved by the service actions performed by the field service engineer (replacing the sample and reagent probe).